Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was noted on the ventricular channel. The oversensing could be reproduced with provocative testing. Suspected insulation damage. The lead was capped and replaced.